Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that there was a pump error 43 - an error in the motor was detected by reading an unexpected value from hall sensor on the insulin pump. The customer also reported pump error 41 - motor power supply voltage error detected and this was measured before each single pump stroke, and then continually measured periodically during the entire motor driving period on the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed and the error table indicated that the insulin pump should be replaced. The customer will discontinue using the device and the insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump¿s history and trace files downloaded successfully using thump software. Unit passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No pump error 41 noted during testing. However, pump error 41 confirmed in the pump history/trace files on 01/06/2024 at 11:03:00.000. Pump error 43 confirmed in the pump history/trace files on 01/06/2024 at 11:03:00.000. During visual inspection, no loose or disconnected motor flex connector noted on j5 at pcba1. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No low battery alert noted during testing however, noted in the pump trace download on 01/01/2024 at 19:53:23.000. ¿¿pump was cut open to perform visual inspection and found¿dried insulin on the motor slide. The motor was tested outside of the device and passed. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, and label damage (stained/faded/peeling). Alleged pump error 41 & 43 confirmed in the pump history files on [01/06/2024] due to dried insulin on motor slide. Alleged pump's battery lasting less than 1 week not confirmed during testing or in the power management graph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.